Manufacturer narrative:
UDI# : (B)(4). (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
A complaint was presented to a field service engineer (fse) on 12 feb 2020 by a resident. The message said "we recently had two rosa biopsies that were non-diagnostic. Based on postop imaging, it looks like the trajectories were too short ¿ the needle trajectory didn¿t go deep enough". After receiving this message the fse reached out to another fse to perform a full preventative maintenance (pm) on the (B)(4) robot. The pm was completed on 13 feb 2020. Robot (B)(4) passed all pm testing. After performing a pm, the fse had a biopsy case. An oarm spin was performed with the biopsy needle in the head on this patient and the trajectory on extremely accurate and the surgeon was very satisfied. On this day we also found on one of the two patients he had previously mentioned was diagnosed despite his initial thoughts and comments. Therefore, only one patient was less than a cm shallow.

Event description:
A complaint was presented to a field service engineer (fse) on 12 feb 2020 by a resident. The message said "we recently had two rosa biopsies that were non-diagnostic. Based on postop imaging, it looks like the trajectories were too short ¿ the needle trajectory didn¿t go deep enough". After receiving this message the fse reached out to another fse to perform a full preventative maintenance (pm) on the bs18989 robot. The pm was completed on 13 feb 2020. Robot bs18989 passed all pm testing. After performing a pm, the fse had a biopsy case. An oarm spin was performed with the biopsy needle in the head on this patient and the trajectory on extremely accurate and the surgeon was very satisfied. On this day we also found on one of the two patients he had previously mentioned was diagnosed despite his initial thoughts and comments. Therefore, only one patient was less than a cm shallow.

Manufacturer narrative:
DHR review and review of complaint history did not identify any contributory factors to the event. A full analysis of the logs and of the patient folder has been performed and concluded that there is no evidence of inaccuracy at the entry point of the attempted trajectory. It was not possible to verify the depth of the sampling location due to the poor quality of the post-operative MRI. Preventive maintenance was performed subsequently to ensure that the device is in proper operating condition. The device passed all the tests.